Event description:
This is the second of two reports (same patient, same surgery, different screw size). This report is in regards to the 32mm screw. It was reported that the edge of the screw head broke off after being inserted into the male patient. The edge of the head snapped off. The surgeon was able to drive the screw down. The screw was left in the patient. There was no patient injury and no delay in surgery. Additional info was requested and the following was provided on (B)(6) 2015 and (B)(6) 2015 by the distributor. On (B)(6) 2015, the edge of the screw head broke on the 32mm screw. The screw head did not have any sharp edges from where it had broken off. The fragment/broken piece was removed from the patient and/or surgical site. Implant location was left calcaneus. Patient age and pre-operative diagnosis were not provided. Lot number for the screws were not available since the set was hosp owned. Patient outcome/current condition was reported as "good".

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.